Event description:
On 01/05/2009, the patient reported she has had some of her insulin infusion sets separate at the luer lock. She stated that the most recent occurrence was about 3 weeks ago. She discarded the tubing and does not have the lot number or expiration date of the product. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.